Event description:
It was reported to covidien on 02/26/2009 that a customer had a problem with an umbilical catheter. The customer reports the single lumen umbilical vessel catheter clotted. The catheter was removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.